Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during investigation, the keypad cover was intact and the up arrow, down arrow, and ok buttons were unresponsive. The keypad cover was removed to find no contamination under the button contacts. The pump was opened to find evidence of moisture on the keypad flex connector. Unrelated to the original complaint, the display was dim fading pink. Additionally, the battery compartment was cracked at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.